Event description:
On (B)(6) 2013, a nurse reported that on an unspecified date a cassette had fallen apart. The line had disconnected from the cassette "box". This had occurred prior to use, and was discovered upon opening the overpouch. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged was confirmed. The root cause was undetermined. The sample was received and evaluated. A visual inspection found that the patient line was detached near the tack welding of the line. The sample evaluation confirmed the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.